Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found a material certification of analysis is required with each lot. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.

Event description:
It was reported that during an acl suture procedure, the fast fix 360 suture burst before cutting the thread with the cutter. The device was removed from the patient with grasper. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during an acl suture procedure, the fast fix 360 suture burst before cutting the thread with the cutter. The procedure was completed without surgical delay using a back-up device. No further complications were reported.